Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel near the venous anastomosis site on the left forearm. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured and vertically separated at 6atm within 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.